Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device. This report is submitted on jun 1, 2021

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Revision surgery is planned but has not yet taken place at the time of this report.